Event description:
It was reported that a small volume folfusor did not flow. This occurred during patient infusion of fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 20, 2013 to march 21, 2013. Evaluation summary: visual inspection of the returned device showed no signs of blockage or physical abnormality that could have caused the reported problem. A functional flow rate test was performed by removing the distal luer cap; flow was then observed at the distal luer. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.